Manufacturer narrative:
In follow up with the customer, she indicated that she is using the 24mm personal fit breast shields with her breast pump and has developed an allergic reaction which her doctor believes is due to the breast shields. Her doctor advised taking an antihistamine, which the customer does not want to do on a daily basis. The customer changed from the personal fit breast shields to the soft fit breast shields and her rash and itching have subsided. It should be noted that the part of the breast shield that makes contact with the skin is made of (B)(4). The customer appears to have experienced contact dermatitis from skin contact with the personal fit breast shields which reversed when use of them was discontinued. Should additional information be received, resulting in new, changed, or corrected information, a follow up report will be filed. We will monitor complaints for similar issues.

Event description:
The customer reported to customer service that after using her breast pump for approximately four weeks, she developed a rash and itchy feeling on her breast where the breast shields touch her skin. She went to her doctor who indicated that is likely an allergic reaction to the breast shields and that she should take an antihistamine.